Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp said the patient(pt) had their device removed because they had a fall at the beginning of the year and her device stopped working and "basically shut off". Patient had device removed because they are doing ok with their symptoms without it. Patient is needing an MRI today. Tss documented event and reviewed MRI info for abandoned components as they left the lead implanted. No further complications were reported at this time.